Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call indicating that patient was hospitalized due to high blood glucose. Customer's blood glucose at time of hospitalization was 900 mg/dl. The customer was admitted to the hospital. The customer cause of hospitalization was diabetic ketoacidosis the coma. Customer stated she went from emergency room to intensive care unit and was incubated and was in a coma. Customer was not wearing the pump a time of hospitalization. The customer mentioned that the paramedics took off the pump while customer was in the ambulance and gave it to the mother. The customer was unable to troubleshoot because she doesn't have the pump.